Event description:
While testing the tps micro driver during routine servicing it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Customer has decided not to return the device. (B)(4): customer has decided not to return the device.